Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following an implant procedure, the device was interrogated and revealed that the electrical parameters were not as expected on the right ventricular (rv) channel. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed the inner coil was over-torqued consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for damage consistent with procedural damage.

Event description:
Additional information received indicated high capture threshold and low sensing were observed on the right ventricular (rv) lead. The cause of the electrical anomalies were unknown; however, the physician believed it may be related to a microdislodgment or malfunction of the lead.